Event description:
It was reported that during a breast biopsy, when the surgeon closed the jaws of the instrument on the the tissue and activated the foot pedal, the jaws came apart violently and pieces of the instrument fell into the pt. There was no reported pt consequence and procedure was finished with like device.